Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed on the rv lead during a competitor's device change out. Electrical function of the lead was tested and observed with no anomalies detected. An attempt was made to implant a new lead but was unsuccessful. Physician elected to leave the lead implanted. Patient was stable before, during and after the procedure.